Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ipg as returned was giving the "ipg battery low" message. The ipg was fully recharged and functional, testing was completed using the pt program info. The ipg was then fully recharged and the ipg ran with these parameters about 3.6 days before "ipg battery low-stim" message. The ipg fully recharged in approx 4.25 hours. These times appear to be within design guidelines for these program settings. (B)(4). Ans has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Ans defers to the pt¿s physician.

Event description:
The pt received his scs system consisting of an ipg and two percutaneous leads on (B)(6) 2006. It was reported that the pt uses high frequencies, high amplitudes, and has some multi-stimulation. The pt initially had been recharging every 3 days, but eventually was needing to recharge less than every 24 hours. It was reported that the pt wanted his system fixed or removed. The pt's programmed settings had not changed. Add'l attempts were made at using another charging system and programmer without success. The ipg was replaced on (B)(6) 2008. F/u on the pt found that no further issues have been reported. The explanted ipg was returned to ans for eval. No further info is available.